Event description:
A customer from (B)(6) reported a test result of 8.7% on the a1cnow system.. A different system at the inspection center gave a reading of 11.7%. The differences between the tests could be clinically significant. No adverse events were alleged. The customer's a1cnow kit is to be returned for evaluation and a replacement was sent.

Manufacturer narrative:
The a1cnow kit was returned to qa. The customer's alleged result of 8.7% was not found in the memory of the meter.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.